Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of blood glucose of 491mg/dl. T the customer did not mention any symptoms of their blood glucose levels. It was unknown what caused the customer's blood glucose to rise. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.